Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a 27mm bioprosthetic valve of a different model. The reason for replacement was reported as aortic stenosis, severe aortic regurgitation, a torn leaflet, and mild interstitial calcification. It was also reported that the patient had acute shortness of breath. No additional adverse patient effects were reported.